Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps elevator could not be identified and a definitive root cause of the observed issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely to be the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif-1200n operation manual chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has a leak from the connector section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a scratch on the scope connector, water tightness was lost. The nozzle has foreign objects. Additionally, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to the wear of the angle wire, the play of the up down knob was out of the standard value. The following were found to be scratched: bending section cover, the scope connector, the scope cover, the switch box, the up down knob, the right left knob, the forceps elevator knob, the forceps elevator, and the scope connector cover unit. Also the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. E1: address. Establishment name: would not fit within the space provided: (B)(6).